Event description:
It was reported that the customer had recurring no delivery alarms during a bolus. Reservoir was not empty. Customer was disconnected. Customer asked to deliver 5 units via fill canula. Insulin exited during the fixed prime. Cannula was removed and found to be bent. Customer was advised to change the insertion site. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.